Event description:
It was reported that cartridge alarm occurred during load process even though caller followed prompts, and alarm recurred when caller attempted to load new cartridge. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump with updated software, confirmed shipping details and signature requirement, provided instructions for storage mode and return of problematic pump within specified time, and advised customer to program pump settings and connect continuous glucose monitor to replacement pump.